Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no device history record (DHR) review could be performed. Concomitant products: gel mentor breast implant of unknown type (B)(4)

Event description:
It was reported that a (B)(6) -year-old caucasian female patient underwent a breast augmentation revision with a gel mentor breast implant of unknown type and experienced rupture on the left breast implant. The rupture was confirmed during the surgery. As a result, the patient had undergone bilateral removal and replacement with allergan breast implants of unknown type on (B)(6) 2018.

Manufacturer narrative:
On (B)(6) 2018, it was reported to mentor that the device evaluation and investigation have been completed. Upon receipt by mentor, the device contained gel with clear appearance. Yellow material was observed within the device. Yellow material and gel were observed on the shell surface. During visual examination, product evaluation team observed the device severely rented. Because the authorization for return and examination of medical device form was not signed and/or returned to mentor, product evaluation team was precluded from further evaluating the device. No other anomalies were found. Mentor products are 100% visually inspected prior to release in addition to thorough in-process testing during several stages of the manufacturing process. Product evaluation team concluded that the rent occurred sometime subsequent to the removal of the device from its protective packaging. The complaint of rupture was confirmed since the device was found severely rented. However, at this point it is not possible to determine the root cause of such damage or the origin of the yellow material observed. Mentor products are 100% visually inspected prior to release in addition to thorough in-process testing during several stages of the manufacturing process. Product evaluation team concluded that the rent occurred sometime subsequent to the removal of the device from its protective packaging. The severity level for this complaint code was determined to be a s3, which is defined as: necessitates intrusive medical or surgical intervention. No corrective action is required since there is no evidence that the failures modes are related with manufacturing or product design. (B)(4).

Manufacturer narrative:
On (B)(6) 2018, it was reported to mentor that the mentor failure analysis lab has received the device for evaluation. The analysis has begun,but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).